Manufacturer narrative:
The investigation for the hemolysis and the renal failure has been completed. The pump was not returned for investigation. Data logs were returned and investigated. There were numerous "impella position unknown" alarms and "impella in aorta" alarms observed. No other motor current spike or abnormalities were found. Clinical information mentioned that the pump was pulled back seven centimeters and was repositioned later to remove slack to the three centimeter mark. Pump repositioning did not resolve the hemolysis and the patient experienced hemolysis for the next few days until explant. The root cause of the hemolysis issue was not determined since the product was not returned and due to insufficient evidence per log and clinical review. The cause of the renal failure issue was not determined since the product was not returned and due to insufficient evidence per log and clinical review.

Manufacturer narrative:
The impella device was discarded by the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Event description:
The complainant reported that one day into impella cp support, a patient developed hemolysis attributed to hyperlipidemia from sedative and the patient's chronic pathology. Continuous renal replacement therapy was initiated shortly after and the decision was ultimately made to explant the pump the following day. The patient survived the event.